Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n272368, implanted: (B)(6) 2011, product type: accessory. Product ID: 3776-75, serial# (B)(4) implanted: (B)(6) 2011, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient had not used their device over the past couple of years. They felt like the implantable neurostimulator (ins) was moving around and was unable to walk because ¿its moved or something has happened to it¿. It has been bothering the patient for the past 6 months and now they are having trouble getting up and down so they wanted it explanted. They went to the ER but no one there knew what to do with it so they requested physician listings so they could get the device removed. On (B)(6) 2015, the device was removed. The explanting physician did not see any issues with the device or therapy. The patient was recovering from the explant at home and doing well.

Manufacturer narrative:
The ins (serial #(B)(4)) was returned, but analysis has not yet been completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #: (B)(4)) found that there was reduced battery capacity due to overdischarge. Analysis of the lead (serial #: (B)(4)) found that the lead body conductor was broken within 10 cm of the connector area; wires 1, 2, and 5 were broken 0.4 cm from the #0 connector sleeve. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.